Manufacturer narrative:
Results: the embolization coil was detached and the proximal constraint sphere was intact on the proximal end of the embolization coil. There were no offset coil winds on the embolization coil. Conclusions: evaluation of the returned ruby coil confirmed the coil was detached inside the introducer sheath. The pusher assembly and packaging hoop were not returned for evaluation. Due to the pusher assembly not being returned, the root cause of this failure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician noticed that the ruby coil had unintentionally detached within the introducer sheath upon removal from the packaging hoop. The damage to the ruby coil was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ruby coil.